Manufacturer narrative:
Trackwise # (B)(4). Updated section:g4, g7, h2, h6, h10. Analysis of production: (3331/213/67/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67/3221) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67/3221) the overall 24 month product complaint trend data for the period sept 2019 through aug 2021 was reviewed. There were no triggers identified for the review period. Device not returned: (4114/67/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned communication/interviews: (4111/213/67/3221) communication/interviews were performed to obtain all possible information.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Testing of actual/suspected device (10 /213/67). The device was returned to the factory for evaluation on 03/15/2022. An investigation was conducted on 03/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device and the seal. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The seal was observed in a fully opened deployed state. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. No cracks or delamination was observed on the seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack delivery sheath does not contain the proximity seal, and an event occurs in which it cannot be used. The seal could not be unfolded. Launched a new device and the operation ended without any problems. It does not affect the patient.